Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported their teeth shifted and byte advised them to go to a dentist. The dentist advised them to stop using the byte aligners. Byte has messed up their teeth and caused a broken tooth. After visiting the dentist the patient has decided not to continue the byte treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.